Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reports via phone call a hospitalization on (B)(6) 2015 due to low blood sugar level 41 mg/dl. The customer states he had skipped breakfast and was on his way to lunch he removed the pump due to the low blood glucose. Emergency medical assistance was called and the customer was admitted to the hospital. The customer was treated with liquid glucose. Also the customer noted that his settings were recently changed prior to the low blood glucose. Troubleshooting was performed and the drive support cap appeared to be normal.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.